Manufacturer narrative:
Additional information was received on (B)(4) 2015 and was added to the case. The manufacturer did not receive devices or x-rays for review. The patient has not been revised. The surgical report of the implantation was provided. Review of surgical report of implantation did not lead to new information regarding the reported event. Review of event description: patient is being monitored due to pain and elevated metal ions. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 (B)(4). Should additional information become available and / or the device be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It has now been reported that the patient was implanted a durom us acetabular component 52/46 l on the right side on (B)(6) 2007. The patient is being monitored due to pain and elevated metal ions.

Event description:
It was reported that the patient was implanted a durom acetabular component on the right side on (B)(6) 2007. Currently, the patient is being monitored due to pain and elevated metal ions.

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. The need for further corrective measures is not indicated at this time. (B)(4) .